Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. The cca was advised the patient manages his diabetes with insulin. On (B)(6) 2011, the patient stated he took a decreased dose of his humulin n insulin (15 units), humulin r insulin (6 units) and lantus insulin (15 units). The same evening after the start of the alleged issue, the patient claimed he felt symptoms of dizzy and hungry. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.